Event description:
It was reported that a patient underwent a shoulder repair procedure on (B)(6) 2013 and suture was used. During the procedure, the suture detached from the needle and the needle remained in the muscle tissue. Additional information was requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.